Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2023-02979. It was reported that the patient's implant incision wounds were not closing properly. The patient's wounds were exhibiting signs of a potential infection. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.

Manufacturer narrative:
A patient's implant incision wounds were not closing properly was reported to abbott. The patient's wounds were exhibiting signs of a potential infection. As a result, the patient's scs system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.